Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe generator. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed, and the reported issue was confirmed. The erbe generator displayed error c-34 during startup. The complaint regarding erbe generator issues was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer called the technical support engineer (tse) and stated that they were having issues with monopolar power. The tse reviewed the logs and found repeated c-34 errors and a few other erbe errors. Prior to calling in, the customer swapped instruments, power cables, and monopolar ports and power cycled the erbe generator, but the issue still remained. The tse had the customer hard power cycle the erbe generator with no success. The tse recommended the customer use a different vision cart or find a covidien force triad and the activation cable. When the customer hung up, they weren't sure what they were going to do. The customer asked that the field engineer (fe) contact the robotic coordinator to schedule the repair of the system. There was no reported injury.

Event description:
Refer to follow-up information.

Manufacturer narrative:
The following additional information was obtained: the system was not inspected prior to use and the procedure was completed robotically with no injury to the patient.